Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during device change out procedure, the right atrial lead exhibited loss of capture and loss of sensing. The lead was capped and not replaced. The patient was in stable condition post operation.